Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced 8 kinked cannulas since january 2020. The first event occurred in (B)(6) 2020 (on an unspecified date). The next event occurred when her blood glucose level was 737 mg/dl, which she tried to treat with a multiple daily injection. Consequently, on (B)(6) 2020, she went to the emergency room and stayed there for 6 hours. She had high ketones which her health care professional identified as dangerous/life threatening. She stated that she received potassium, calcium, insulin and had some blood investigations performed. Subsequently, she was admitted to the hospital/ intensive care unit as she was unstable, and her blood glucose level was between 500-600 mg/dl when she left the emergency room. She was administered fluids and some unspecified drug intravenously (drug name unknown) which resolved the issue. On (B)(6) 2020, she was discharged from the hospital. She reported that she got cramps in the leg, groin, and calf after the hospitalization. The next event was reported to be on (B)(6) 2020, and her blood glucose level was 599 mg/dl, which she tried to treat with a correction bolus via pump and multiple daily injection. This event did not cause any injury. On (B)(6) 2020, again the patient faced a kinked cannula which led to increase in her blood glucose levels of 455 mg/dl. She tried to treat it with a correction bolus via pump and multiple daily injection. Reportedly, the insulin was exposed to cold temperature and she changed the cartridge every 2-3 days. Moreover, there was no damage when the package was first opened. Further, she replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.